Manufacturer narrative:
Film analysis conclusion the reported vessel damage is likely confirmed; however, the exact cause of the event cannot be determined based on the limited images received for review. Pre-implant CT scans of the access vessels were not provided, and additional angiograms documenting attempts to advance the valiant captivia delivery system, as well as the precise moment of vessel injury, were not available for thorough assessment of the event. It is possible that the observed vessel calcification and tortuosity contributed to the event, but this cannot be confirmed with the available data. Device analysis the device was received with the external slider partially retracted and the tip capture release handle fully retracted. The stent graft was partially deployed with fenestration evident to it. A bend was observed to the distal end of the inner member. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 85mm taa. During the index procedure, the access route was narrow with calcified lesions. Delivering the device delivery system was difficult and resulted in access site bleeding. A stent was placed to treat the access site injury and the procedure was terminated. Per the physician the cause of the positioning difficult was oversizing. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.